Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level was confirmed during a bolus request on (B)(6) 2018. User does not utilize the continuous glucose monitor (cgm) option of the t:slim g4 pump. There were no irregular bolus deliveries requested. There were no erratic basal rate adjustments. There were no obvious requests or deliveries that would cause bg levels to drop. There is no evidence that a malfunction or failure occurred.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced ongoing low blood glucose (bg) levels, as low as 20 mg/dl. Reportedly, the customer believed that the suspected cause of the low bg levels was due to the pump delivering the incorrect amount of insulin. The customer declined to provide any further information.